Event description:
The procedure being performed was a laparoscopic colectomy. During the case, a small wire appeared to be protruding from the tip of the disposable handpiece of the ligasure device (reference number: ls1500, lot number: 124138). The product as well as the remaining supplies were removed from the or field, and the case proceeded without any further incident. No harm came to the patient. A representative from valleylab was contacted regarding this failure. This is the second incident reported involving a total of three devices.